Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with no delivery alarms in the past but was able to resolve them with a set change. Customer's blood glucose was 406 mg/dl and he was getting a no delivery alarm. Customer stated that the alarm was resolved by a complete set change.